Event description:
The respiratory therapist -rt- went in the room and the nebulizer was running continuously as opposed to breath actuated which is how it should work. The screen showed the nebulizer was off. The rt tried to turn the nebulizer on to see if that fixed the problem but the vent alarmed 'do not use' while she was in the room. The rt changed out the ventilator with the help of another rt.